Event description:
It was reported to medtronic neurosurgery that the device was over-draining and was therefore revised. According to the report, the patient is alive and ok following the event.

Manufacturer narrative:
The device has been returned. However, however the laboratory analysis is not yet complete. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
The returned valve was patent, and met the requirements for siphon, preimplantation, and pressure-flow testing. However, it did not meet the requirements for reflux or leak testing due to multiple tears in the valve¿s exterior surface. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.